Event description:
As reported, a foreign substance with the appearance of dirt was found within the sealed packaging of a ncircle tipless stone extractor. This was discovered by a distributor. The device was not involved in a procedure.

Manufacturer narrative:
(B)(6). Reporter occupation: technical manager/quality specialist. PMA/510(k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, a foreign substance with the appearance of dirt was found within the sealed packaging of a ncircle tipless stone extractor. This was discovered by a distributor. The device was not involved in a procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control procedures. The device was returned in unopened packaging for investigation. A visual inspection of the package revealed debris visible in the bottom of the package. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of additional nonconforming devices from the complaint lot in house or in the field. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Based on the available information, cook has concluded that cause for this event was determined to be a deficiency in the packaging quality control. The applicable operators were trained at the time the devices were packaged. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.